Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and memory was erased due to a component on the interface board voltage leak. However, the insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No external ram crc error alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm everytime the battery was low and insulin pump would need to reset. Customer's blood glucose was unknown. Alarm history showed an external ram crc error alarm. Customer was advised to monitor insulin pump and call back should issue persist.